Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.00 x 20mm stent delivery system (sds) was returned for analysis and the following attributes were examined: a visual examination of the stent found evidence of damage with struts on the 5th distal strut row lifted and pulled. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24-aug-2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no complications reported and the patient condition was stable. However, returned device analysis revealed stent damage.